Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the helix exhibited rotation issue. The lead was not used. The patient experienced no consequences.

Event description:
Additional information received notes that the helix of the atrial lead exhibited retraction issue. Furthermore, the retraction issue was noted after it was placed in the body.